Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. The pod was received with 0 pulses delivered. The plunger was at the bottom of the reservoir, and no gouge marks were observed on the fill port, indicating that no attempt was made to fill the pod. The device was activated during the investigation. No damages or deficiencies were observed. Because the pod never deployed, it is impossible for it to have deployed late.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula deployed late. The pod was not worn when the cannula deployed.